Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was not considered necessary for return for repair. From the inspection, it was identified that two major disturbance events were observed to have happened after runs #1505 and #1576, having a significant impact on both background and baseline levels of the analyzer that showed an atypical curve. Run #1577 was confirmed to have made a potential false positive call for the influenza b target as a result of the leakage experienced during run #1576. After the disturbances, the analyzer¿s background and baseline levels returned back to their original value range. The instrument seems to be able to keep performing as expected and therefore its repair is not considered necessary. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)) a customer from finland alleged that they observed a potential false positive result for a patient sample using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). The customer reports that they received suspected false influenza b positive result for a patient who did not have symptoms to match influenza b result. Confirmation test result for sample is pending. Data evaluation the and investigation of the cobas liat system (s/n (B)(4)) analyzer identified that run #1577 was confirmed to have made a potential false positive call for the influenza b target as a result of the leakage experienced during run #1576. Patient sample collection was not provided. The customer confirmed there was no allegation of harm to the patient. Unknown if results were reported out to the patient and/or personnel treating the patient.